Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified and non tortuous left anterior descending artery. A 3.00x32mm promus premier¿ stent was advanced to the lesion however the shaft broke. The device was completely removed with the stent still intact on the delivery system balloon. The procedure was completed with a different device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken 202mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified and non tortuous left anterior descending artery. A 3.00x32mm promus premier¿ stent was advanced to the lesion however the shaft broke. The device was completely removed with the stent still intact on the delivery system balloon. The procedure was completed with a different device. No patient complications were reported and the patients' status was fine.